Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the water removal ability did not meet the standard value, due to a pinhole on the connecting tube the water tightness was lost, the connecting tube had coating peeling and a scratch and was sticky, the plastic distal end cover had a scratch, the adhesive around the objective lens was peeled, the connecting tube had discoloration, the image guide protector had a chip, the scope connector had a scratch, due to a dent on the channel tube the forceps could not be inserted smoothly, the adhesive on the bending section cover rubber had a chip, due to wear of the angle wire the play of the up/down knob was out of the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the mouthpiece was loose, the connecting tube had a wrinkle, the switch box had discoloration and a scratch, the scope connector cover unit had a scratch, the air/water cylinder had corrosion, the lock engagement lever and knob both had a scratch, the up/down and left/right knobs both had a scratch, the suction cover had a scratch, the suction cylinder was shaved, the universal cord had a scratch, the grip had a scratch, the control unit had discoloration and a scratch, and the electrical connector had corrosion due to water leakage. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected and prevented in accordance with the following IFU. The instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera colonovideoscope had a light guide pipe that was cracked/separated. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.